Event description:
This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ("cramps, abdominal pain") and complication of device removal ("essure released in parts however parts have remained in the body") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: wrong technique in device usage process "essure did not release, physician tried to break the essure and to heat it, essure released in parts however parts have remained in the body" and device difficult to use "essure did not release, physician tried to break the essure and to heat it". On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), complication of device removal (seriousness criterion medically significant) and malaise ("did not feel well"). The patient was treated with surgery (essure removal but it did not release). At the time of the report, the abdominal pain and malaise outcome was unknown and the complication of device removal had not resolved. The reporter provided no causality assessment for abdominal pain, complication of device removal and malaise with essure. The reporter commented: essure was used until a couple of years ago. She experienced cramps, abdominal pain and did not feel well. It was decided to remove the essure in the hospital. The essure did not release and the physician tried to break the essure and to heat it. The essure released in parts however parts have remained in the body. Consumer is not feeling happy with this and feels angry towards the physician. Consumer wants to hold physician liable for the damage. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term. In this particular case a search in the database was performed on (B)(6) 2018 for the following meddra preferred term: abdominal pain the analysis in the global safety database revealed 2.265 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Further company follow-up with the consumer is not possible. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ("cramps, abdominal pain") and complication of device removal ("essure released in parts however parts have remained in the body") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: wrong technique in device usage process "essure did not release, physician tried to break the essure and to heat it, essure released in parts however parts have remained in the body" and device difficult to use "essure did not release, physician tried to break the essure and to heat it". On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), complication of device removal (seriousness criterion medically significant) and malaise ("did not feel well"). The patient was treated with surgery (essure removal but it did not release). At the time of the report, the abdominal pain and malaise outcome was unknown and the complication of device removal had not resolved. The reporter provided no causality assessment for abdominal pain, complication of device removal and malaise with essure. The reporter commented: essure was used until a couple of years ago. She experienced cramps, abdominal pain and did not feel well. It was decided to remove the essure in the hospital. The essure did not release and the physician tried to break the essure and to heat it. The essure released in parts however parts have remained in the body. Consumer is not feeling happy with this and feels angry towards the physician. Consumer wants to hold physician liable for the damage. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the consumer is not possible. Most recent follow-up information incorporated above includes: on 2-aug-2018: quality-safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.